Manufacturer narrative:
B5: additional information received on 14-nov-2022 via email and attached to complaint object: no to all. The event did not occur during patient use; the event did not result in patient harm; no medical intervention was required. H6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing the tamper seals, was chipped out on top case and cracked on right plunger case. Error was found in the device ehl (event history log) multiple times. The customer stated problem was duplicated. Normal wear was found, pump was over 10 years old. Replaced worm coupling, worm gear, motor bracket, lead screw and both clutch halves. The cause of the reported problem was traced to component failure. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR (device history review) was not performed. Service review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.

Event description:
It was reported that the device exhibited a motor rate error. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.